Manufacturer narrative:
The reported complaint was confirmed through the data logs. Per data log analysis, on 05-feb-2019, the pump reported an underspeed (belt slip) at 05:28:29 am, and at 10:18:15 am. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The perfusionist hit the "okay" button and the unit worked as intended. Per the field service representative (fsr), he was not able to verify the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported a "belt slip" error. There were no reported adverse consequences to the patient.